Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyb2024 showed no other similar product complaint(s) from these lot numbers.

Event description:
This is a patient and she is highly allergic to almost everything and the staff and the doctor that works around her are fully aware of it. She has a cvc groshong. They now think that she may have developed a reaction to the cuff on the cvc groshong. They have pulled out the cuff-part and bandage it. So she still uses the catheter and it works fine. (B)(6) 2015 - the catheter was reportedly removed. There were no typical allergic symptoms reported. Symptoms were requested but not provided. No additional medical treatment required.